Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# unknown, product type: recharger; product ID 37751, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a blank implantable neurostimulator recharger (insr) screen. The patient was driving and charging their implantable neurostimulator (ins) when the insr screen went blank. It was reported that the insr was plugged in and charged up as it had a full battery. The patient said there was a green light on the desktop charger and the connector pin looked fine. The patient did not have their desktop charger with them so the patient was not able to confirm the connector pin, etc. The patient reported that they tried connecting the insr to the desktop charger and the screen was still blank. A possible broken connector was reported. It was reported that the recharger was not charging. The patient reported that the recharger screen was blank and beeping and they were not getting coupling bars. It was described as being unable to power up their device. The patient cannot use implant because they were not able to charge and implant died. No symptoms were reported. Relevant medical history includes spinal pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s) : product ID, 37761, lot# serial# unknown, product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information reported a blank implantable neurostimulator recharger (insr) screen and was not taking the charge from the wall. It was reported that they plugged it in last night and it did not take the charge. The insr showed the reposition antenna screen and did not show the bars. The patient was pressing the green button without the antenna being over the implantable neurostimulator (ins). After reviewing how to charge, the patient was able to connect successfully and got 4 coupling bars. The patient stated that their ins was dead but it was determined through troubleshooting the patient had a quarter ins charge left. The insicion showed the lightning bolt where the patient then agreed that they meant that it was not dead but was going to be dead if they didn't charge it. It was reported that the insr was plugged into the wall but the plug was not displayed on the screen. A broken connector on the desktop charger was alleged. It was reported that the patient called in and alleged that they cannot recharge. No symptoms were reported.